Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms on the right atrial (ra) lead that were being oversensed by the respiratory rate trend (rrt) sensor. Technical services recommended to turn off the rrt sensor. At this time, the ICD and ra lead remains in service. No adverse patient effects were reported.